Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4196-88 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that there was a device migration in the pocket. There was no erosion in the pocket so the pocket was revised and the device remains in use. No patient complications have been reported as a result of this event.